Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure, performed in 2009 (sex and weight unknown). According to the complainant, during the procedure, the physician was unable to fully deploy the stent. The physician had difficulty pulling the external catheter. The partially deployed stent was unable to be reconstrained. Therefore, the stent, delivery device and scope were removed. The scope was reinserted and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Partial deployment, unable to reconstrain. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.